Event description:
On (B)(6), 2011, clinic notes from a vns treating physician were received through case management. Review of clinic notes dated (B)(6), 2011 report that the pt had 66 complex partial seizures during the past 6 months, which is about 11 seizures per month. The physician states that her seizure pattern is fairly stable; that she will sometimes have multiple seizures in a given day but then may go anywhere from 2 to 6 weeks without any seizures. The physician says that the pt may be having an increase in seizures the past few months. The physician also says that if her aunt can use the magnet soon enough, vns activation aborts or shortens the seizures. The pt had a moderate-sized left anterior temporal lobectomy done many years ago. The postoperative MRI scan showed virtually all of the left amygdala was removed but only the anterior 40% of the left hippocampus; the remaining hippocampus is atrophic. The clinic notes also show that the pt had a perioperative left-sided stroke involving the posterior limb of the internal capsule, which caused a right hemiparesis. The physician reported that the pt has had a significant improvement in her seizures since vagus nerve stimulator therapy was instituted. The pt's basic seizure frequency has dropped from about 40 seizures per month down to 10-15 seizures per month. The physician performed a systems diagnostic test and a normal mode test. Both of the tests showed the battery end-of-life flag as yes, therefore, the pt's vns generator is nearing the end of its life. The pt was referred for battery replacement. Surgery has not yet been scheduled. Good faith attempts for additional info from the physician have been made however no further info has been received to date. If additional info is received, it will be reported.

Event description:
On (B)(6), 2011 additional information was received when it was discovered that the vns patient went for battery replacement surgery on (B)(6), 2011 due to end of service. Attempts for return of the explanted product to the manufacturer for product analysis were made, but the product has not yet been received by the manufacturer.